Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had all three of the display look yellow contrast. Customer's blood glucose level was unknown. Customer stated that to return all insulin pumps that were replacements and keep the original damaged one. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. Missing segments or partial display not confirmed. Led anomaly not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.